Manufacturer narrative:
Concomitant medical products: product ID: 37081-20, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 37081-20, serial/lot #: (B)(4), ubd: 01-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) reported high impedance on the extension during the procedure. Factors that may have led or contributed to the issue was reported to be nothing. When the impedance of the system was checked, it was abnormal. The hcp checked the system and when extension was replaced, the system worked. The replacement of the extension was the actions taken. The issue was resolved. There were no symptoms associated with the event, no hospitalization, and no injury as a result of the event. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 37081-20, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. Analysis of the extension (s/n: (B)(4)) found no anomalies. Fdc pertains to the extension (s/n: (B)(4)). Fdm and fdr pertain to the extension (s/n: (B)(4)). If information is provided in the future, a supplemental report will be issued.